Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that line was placed yesterday. Got a call about the line not working. Upon assessment one of the dialysis lumens near the clamp was torn/broke. No harm but a new device had to be placed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a torn powertrialysis is confirmed; however, the exact cause is unknown. Three photographs of a power trialysis was returned for evaluation. An initial visual observation of the photographs showed a powertrialysis with a large split on the portion of catheter shaft between the molded joint suture wing and the white luer hub. The split is almost completely through the tubing and resembles a cut with a sharp instrument. Evidence of use as well as biological residue is observed on the sample. Although a large split is observed, no details or distinguishing features of the damage that can be discerned from the sample in the photograph which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that line was placed yesterday. Got a call about the line not working. Upon assessment one of the dialysis lumens near the clamp was torn/broke. No harm but a new device had to be placed. No other information was provided.